Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 600 mg/dl, 330 mg/dl and 30 mg/dl. The customer target blood glucose was 100 mg/dl to 130 mg/dl and the customer fasting blood glucose was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with carbs for low blood glucose. The customer stated that the insulin pump kept saying bolus delivery not delivered. The device will not be returned for analysis.